Event description:
Related to MFR report number: 2183959-2012-01196. On (B)(6) 2010 the plaintiff was implanted with a miniarc sling to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that, ¿as a result of having the mesh products implanted in her, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury,¿ and will likely undergo ¿corrective surgery.¿ it was further alleged that, as a direct and proximate result of the mesh products, plaintiff has ¿suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.¿

Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.